Manufacturer narrative:
(B)(4). The device has been received but the eval has not begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported rocephin secondary infusion of 1 gram in 100mls to run at 200ml/hour. It was found that the primary bag was emptying and not the secondary. No pt harm or medical intervention required.